Event description:
The pt underwent a trial procedure on (B)(6) 2011 and received a percutaneous lead. At the end of the trial, the pt was pleased with the coverage. Upon removal of the lead, the pt had reported pain radiating from the insertion site to the spine. There was redness near the needle insertion site as well. An allergy kit was sent to the pt's doctor, but no feedback has been given. Over time the pt's symptoms subsided. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.